Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific that an exalt model d controller was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the exalt model d controller rebooted 3 times for approximately 45 seconds each time. The procedure was completed with the original exalt model d controller. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Investigation results summary: the returned exalt model d controller was analyzed. During functional testing, there was intermittent disruption of visualization and unexpected reboots. The reported event was confirmed. It was determined that the defect was isolated to the catheter interface board. Upon magnification of the interface board, a tiny piece of unknown metal debris was observed stuck to the back of the interface board. It is unknown where the debris originated from, and it did not appear to be from the controller itself. It is likely that this debris caused a short when the catheter was inserted and the interface board was flexed. With all available information, boston scientific concludes the probable cause of the event was a random component failure identified without any design or manufacturing issue, as evidenced by the presence of unknown debris on the interface board leading to an electrical short.

Event description:
It was reported to boston scientific that an exalt model d controller was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the exalt model d controller rebooted 3 times for approximately 45 seconds each time. The procedure was completed with the original exalt model d controller. No patient complications were reported as a result of the event.